Manufacturer narrative:
(B)(4).

Event description:
During routine pm testing, it was identified that the generator failed the output testing. There was reportedly high output on low cut settings 4 and 5 when tested with a biotec rf 303 esu analyzer and a plasmablade 3.0s device. All other settings were within specifications. Customer did not want to re-test using the correct equipment (o-scope and current sensing coils) because the generator is being swapped out for another generator.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.